Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the therapy helped at first but then it stopped helping. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Exact date unknown, event occurred in approximated two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 19736700.